Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant the right ventricular (rv) lead had dislodged into right atrium and the patient developed severe tricuspid regurgitation. A lead revision was attempted with transesophageal echocardiogram (tee) before and during the procedure without change to the tricuspid regurgitation. The physician then chose to explant the rv lead. No further patient complications have been reported as a result of this event.